Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure lens was injected into patient's eye when provider noticed the haptic was broken on lens. Scrub did not believe that haptic was broken before being placed in patient's eye. The procedure was completed on the same day. Additional information has been received and stated that, as per surgeons opinion there was no lens malfunction and the lens was damaged, haptic broke from cartridge and injector. The surgeon stated bad cartridge and injector after being injected into the patient eye. The procedure was completed with same model and same diopter company replacement lens on the same day with no patient injury.